Manufacturer narrative:
(B)(4). The single inner set screw (product code: 1797-02-000, lot number: armfp0) was not returned for evaluation. DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. A trend analysis and post market surveillance report review was conducted. As a result, no further complaint actions are required. Without the device we are unable to confirm the reported issue or identify the root cause. No issues could have been identified during the manufacturing and release of this device as the lot number was not provided. A trend analysis was conducted. No further actions from trending analysis are required; therefore this complaint file will be closed with no further action required. If the device is returned at a later date, the complaint will be reopened and the sample will be evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The single inner set screw (product code: 1797-02-000, lot number: armfp0) was returned to the complaints handling unit (chu). Visual examination revealed that the setscrew threads had become torn and completely peeled off the setscrew. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the single inner setscrew threads becoming torn and peeled off cannot positively be determined. However, one possible root cause may have been that the single inner setscrew most likely was not properly seated during insertion and inadvertently cross threading occurred causing the setscrew threads to become torn. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Threads torn off as a wire.